Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.

Manufacturer narrative:
Kinked tubing caused the loss of suction. Tubing replaced to resolve the issue.